Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to one of the screws on the system controller¿s backup battery cover was unable to be confirmed. The system controller (serial number (B)(6)) was not returned for analysis. The submitted image showed that the right backup battery cover screw was missing. Damage to the screw was not captured. Provided information indicated that the screw head broke off after installing the backup battery. The missing screw was replaced with a screw from the backup system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, ¿system operations¿, provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after installing the emergency backup battery in the primary system controller, the screw head broke off when the perfusionist tightened it into the system controller back cover. The site was able to remove the post of the screw with a clamp from the cover. It was replaced with a screw from the backup system controller. The screw on the backup system controller was planned to be replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.